Event description:
It was reported that the patient with this right ventricular (rv) lead had migrated and experienced unexplained episodes while walking resulting to fall. The rv lead was checked and noted a high slight increase in threshold and the presence of premature ventricular contraction (pvc) in various areas and had not been observed previously. Physician stated that syncope was considered unrelated to the device. This rv lead was surgically repositioned. The lead remains in service. No additional adverse patient effects were reported.